Manufacturer narrative:
One used 6 fr angioseal vip device was received product evaluation. The polyfoil pouch and header bag were returned. The returned components were subjected to visual analysis where a blood like substance was found along the polyfoil pouch and on the device. The carrier tube assembly was found mated with the hemostatic sheath with the deployment sleeve in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." This does not appear to have been followed. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. Functional tests confirmed that the device could be deployed. The IFU statement "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." Does not appear to have been followed since the anchor was found in the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings.

Event description:
The user facility reported that there was no anchor, suture or collagen included. It was reported that there was no health damage to the patient.